Event description:
The customer reported a battery test failure. No pt involvement.

Manufacturer narrative:
(B)(4). The customer identified a battery test failure. As of 08/25/2013 no further information has been provided. The device remains at the customer site. Based on the customers report, philips cannot confirm a malfunction of the battery.